Manufacturer narrative:
A visual inspection of the returned device revealed a complete circumferential tear in the outer sheath at 143mm distal to the t-bar connector. The outer sheath was twisted and torqued at the location of the break. Several kinks were noted at various locations along the length of the shaft. A kink was noted in the inner lumen at 25mm distal to the distal end of the stainless steel handle. On deployment of the stent it was noted that its distal wires were kinked. A functional inspection revealed that the outer sheath was retracted by hand as it could not be retracted by the deployment handle, due to the tear in the outer sheath. The root cause of the damage is undetermined.

Event description:
It was reported to boston scientific corporation that a wallstent endoprosthesis endoscopic biliary was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2006 (male patient; weight is unknown). According to the complainant, when unpacking the device during preparation the nurse noticed that the shaft was kinked and the outer sheath was "ruptured". The procedure was completed with a different device (manufacturer and type unknown).there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."